Event description:
It was reported that there was a confirmed pump flip. The reporter was able to the read the pump by holding the telemetry head at 45 to 60 degree angle on the edge of the pump. The reporter was not sure when it flipped, but it was sometime between the date of the report and the last refill date in (B)(6) 2015. The pump system was being used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n438423, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).